Event description:
Hill-rom received a report from a hill-rom tech stating the head brake wasn't holding. The bed was located at a hill-rom service ctr not in use. There was no patient/injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The hill-rom tech found the casters not holding due to worn brake pads. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The tech replace the left head caster to resolve the issue. Based on this info, no further action is required.